Manufacturer narrative:
Device passed the displacement test, rewind, prime or seating test, basic occlusion test and force sensor test. No unexpected insulin flow blocked alarm noted during testing. All buttons functioning properly. No damage in the keypad assembly noted. Device passed self test. No unexpected pump error 43 or pump error 130 alarms noted. Device received with cracked battery tube threads, fading serial number label and cracked case corner of belt clip rails (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the buttons were not responding. The insulin pump had insulin pump error. The customer was unable to clear the alarm. The customer again stated that the alarm was cleared. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.